Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were depleted. The battery did not last 24 hours before being discharged. The root cause of the defective cells was unable to be positively identified. No adverse event resulted from the defective battery. Manufacture dates: (B)(4) - 04/05/2018, (B)(4) - 09/08/2015.

Event description:
A us distributor reported that a patient's battery packs were unable to charge or power on a monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed. The reported problem (unable to power on) was confirmed. Upon investigation the monitor failed incoming functionality testing and displayed a service code 110 (overvoltage set no energy). The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca, which caused damaged to components d1, l1, and l2 on the pca. The root cause for the shorted c1 capacitor could not be positively identified. Device evaluation of battery sn (B)(6) has been completed. The reported problem (battery won't hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were depleted. The battery did not last 24 hours before being discharged. The root cause of the defective cells was unable to be positively identified. Device evaluation of battery packs sn (B)(6), has been completed. The reported problem (battery faults) has been confirmed. Upon investigation the battery packs were unable to recharge or power on a monitor. For all of the above batteries, the f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor was unable to power on, and that the patient was experiencing battery pack faults.